Manufacturer narrative:
Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity c calcium result. (B)(6) 2025, (B)(6) generated calcium of 3.58 mmol/l, auto rerun of 2.38 mmol/l, repeated on another alinity of 2.28 mmol/l and 2.33 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 77017un24, however, no increase in complaint activity was identified for list number 07p57. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent lot 77017un24 was identified.

Event description:
The customer observed false elevated alinity c calcium result. (B)(6) 2025, sid (B)(6) generated calcium of 3.58 mmol/l, auto rerun of 2.38 mmol/l, repeated on another alinity of 2.28 mmol/l and 2.33 mmol/l. No impact to patient management was reported.